Manufacturer narrative:
Additional information: the user reported this failure on report number: (B)(4). Manufacturer narrative/ evaluation of device: the microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off. Needle separation was confirmed upon receipt of the handpiece. The needle was not returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The cause of the failure was determined to be a material defect.

Event description:
Per the information provided, at the end of the procedure (2:53 cutting time in the plantar fascia) the doctor noticed that the needle had broken off from the tx2 microtip. Aspiration had been on high and cutting on medium power during the procedure. The needle was removed from the patient. There was no harm or injury caused to the patient by the failure.

Manufacturer narrative:
The device is in the process of being returned by the user. Upon receipt and evaluation of the device a follow-up submission will be provided.

Event description:
Per the information provided, at the end of the procedure (2:53 cutting time in the plantar fascia) the doctor noticed that the needle had broken off from the tx2 microtip. Aspiration had been on high and cutting on medium power during the procedure. The needle was removed from the patient. There was no harm or injury caused to the patient by the failure.